Event description:
On 12/09/04, the pt contacted lifescan alleging that his one touch basic meter was reading inaccurately erratic. The pt obtained results of 6.8, 15.0, 16.6 mmol/l on the reported meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt took no action to affect his blood glucose level following use of the meter. He received no medical attention. There is no indication that the pt experienced injury or medical intervention due to the product. The customer care representative (ccr) discovered that the pt was cleaning the puncture area incorrectly, which can contribute to incorrect results. The ccr also noted that the test strips did not demonstrate a reaction or color change; therefore, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. No products were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the resutls in the supplemental report.